Manufacturer narrative:
Estimated date of event. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It is possible that the valve was not entirely closed; thus resulting in the reported leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a leak was noted at the cap of the copilot bleed back control valve. Attempts were made to tighten it, but the leak was still present. The procedure was successfully completed with the same device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.